Event description:
It was reported that during routine follow-up, it was discovered that this right atrial (ra) lead has had a decrease in pace impedance. The lowest recorded measurement was about 190 ohms and that was also the measurement seen in clinic. Noise oversensing was also seen on the lead. It was thought that there was damage to the atrial lead insulation. As the patient has an intrinsic rate of around 70 beats per minute (bpm), the device was set to only sense and pace on the right ventricular (rv) lead, at a rate of 60 bpm. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.